Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Date of event: estimated date. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other events referenced in the article are filed on separate medwatch report numbers.

Event description:
This is filed for mitral stenosis. This event was captured based on literature review of the article: "salvage mitraclip in severe secondary mitral regurgitation complicating acute myocardial infarction: data from a multicentre international study", which identified a (B)(6)-year-old female patient that underwent a mitraclip procedure 45 days after a myocardial infarction (mi). However, after deployment post procedure mitral regurgitation was grade 2 with a mean pressure gradient of 6 mmhg. Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: dan haberman, et al, salvage mitraclip in severe secondary mitral regurgitation complicating acute myocardial infarction: data from a multicentre international study, european journal of heart failure 2019, european society of cardiology, doi:10.1002/ejhf.1565. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.